Manufacturer narrative:
The complainant was unable to provide the suspect device lot number or upn; therefore, the lot expiration and device manufacture dates are unknown. Device (B)(4) relates to (B)(4) for the reported event of hole in peg tube. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement peg kit (exact upn is unknown) was used during a procedure (date is unknown). According to the complainant, on (B)(6) 2011 there was a hole in the peg tube near the section that penetrates the skin. On (B)(4) 2011 the tube was replaced with a new endovive initial placement peg kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.